Event description:
It was reported the pt could feel stimulation even when the scs system was turned off. The sjm representative had met with the pt to turn the system off, but the pt reported two days later, he could still feel the stimulation. Follow up found the pt was scheduled for an appointment with the physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.